Manufacturer narrative:
A customer service engineer (cse) was dispatched to the customer's site. The cse ran all three levels of quality control (qc) four times with no fliers for tni-ultra. The cse found that the dark counts with cuvettes did have about 1 in 20 elevated. A review of the previous qc results showed no indication of erratic high results. The cse replaced the luminometer and deionization fan. The instrument lost power shortly after. The cse then replaced the power supply. The cse verified alignments. The dark counts were good and qc passed. The cause of the discordant, falsely elevated cardiac troponin I result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on a patient sample on an advia centaur cp instrument. The initial result was "<<0.11". The customer then tested a new sample which resulted elevated. It is unknown if the repeat result was on the same instrument. The result was reported to the physician(s). The patient was sent to another facility where a cardiac catheterization was performed. The facility tested for cardiac troponin and resulted as "negative". It is unknown if the result obtained at another facility was reported to the physicians. There are no known reports adverse health consequences due to the discordant, falsely elevated cardiac troponin I result.